Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The display contrast was found to be set to bright; which will make the background all white, but the clinical data would still be visible. The display was replaced as a pre-caution. The device was recertified and returned to the customer. It's important to note that the customer indicated that power cycling the device resolved the report. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's screen turned completely white and was illegible. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.